Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(6). Case subject: npi 8100 anesthesia mode.. Patient involvement: no. Asset: 8015 pc unit b/g v9.1.14.10 (leaded). Case description: customer comments, there is not a kvo indicator when user intiates a bolus before infusion is completed. Device operating in the anesthesia mode. Failure device type: alaris system instrument. Failure problem type: 8015.failure mode: see case notes case resolution: customer called to inquire information for the anesthia mode of delivery. Customer mentions there is not a ¿kvo-infusion complete¿ message after volume to be infused (vtbi), reaches zero. This is to have happen when, with the initiation of a bolus delivery at a certain time reaches the end of infuse at the same time the vtbi reaches the end of its infusion as well. Let customer know, information would need to be researched and I will follow up with a call-back as soon as I was able validated the response. Reference user manual for information to bolus dose feature. Scanned and sent attachment file to customer (B)(6)(via email). Customer will call-back if any further questions, and/or concerns.